Manufacturer narrative:
Concomitant medical products: product ID :3889-28, lot#: va1jdn3, implanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot#: va1jdn3, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported patient came in for normal device follow-up. Patient stated they had fallen in follow-up appointment. Impedances ran and all greater than 4000. Impedance ran at 1.0 and 2 volts and still greater than 4000. It was noted that there was a possible lead revision and battery replacement in future. The device remained implanted at the time and in service. No surgical intervention scheduled. No further complications were reported or anticipated.